Event description:
Information received by medtronic indicated that the insulin pump had a blank display and leak. Customer stated that the screen turned black in sunlight when it got warm, making difficult to read. Customer was stated that insulin pump was bolus inaccurate amount. No harm requiring medical intervention was reported. The devices will not be returned for analysis.